Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a intellamap orion high resolution mapping catheter, intellanav st, and dynamic xt catheters were used in a rhythmia mapping procedure. During the procedure the patient experienced a stroke. The patient was not able to speak distinctly during the procedure. The procedure was ended and the patient was noted to be able to speak the following day. No additional patient complications were reported.